Event description:
An altitude alarm was reported on the pump, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received tips from technical support on preventing altitude alarms and acknowledged the advice. There was no need for cartridge replacement, and the customer was able to resume insulin delivery using the original cartridge.